Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this pacemaker showed rapid battery depletion. Moreover, a device data analysis was performed in which result showed that the power consumption of this device has been increasing for over a year. This anomaly appears to be consistent with the other pulse generator that had continuous average power increase. A device replacement was then advised. Further, additional information was received indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this pacemaker showed rapid battery depletion. Moreover, a device data analysis was performed in which result showed that the power consumption of this device has been increasing for over a year. This anomaly appears to be consistent with the other pulse generator that had continuous average power increase. A device replacement was then advised. Further, additional information was received indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the b2: outcomes attrib to adv event and h3: device eval by MFR sum attach.